Event description:
Customer had an on-going issue with troponin t results. She received false negative troponin t results for one patient sample that previously tested positive for approximately 20 previous troponin t samples. False low result was not reported out of the lab, patient treatment was not affected. Initial troponin t result <0.010 ng/ml, same sample repeated gave 0.424 ng/ml. The field service representative found room relative humidity at 17% and the liquid level detection was misadjusted. He improved grounding of reagent hub and adjusted lld voltages. He performed performance tests which were within specification. Additional investigation concluded possible reasons for the discrepancy were grounding of the reagent hub and low humidity in combination with misadjusted lld. Patient treatment was not affected.

Event description:
Reporter alleged obtaining a result of 375 mg/dl on the advantage system compared back to back with a result of 180 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter stated that he took his medications as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.